Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 20's beats per minute. There was no output and the device could not be interrogated. It was noted that at a routine device check one month earlier, the device was functioning normally and had not reached its elective replacement indicators. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.